Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced electrocardiogram (ECG) changes post implant. The right atrial (ra) lead was observed to be dislodged. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.